Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed a mid:09 (air trap assembly) error. No information was shared with zoll about patient treatment status or if the system was intended for use on a patient or being tested.